Event description:
It is reported that the device was implanted in 2000. The spine of the surface broke off and the device was revised on 2006.

Manufacturer narrative:
H3: evaluation summary: severe damage to spine appears to indicate contact with femoral component probably due to instability caused by excessive wear on medical articulating surface. Spine most likely fractured due to abnormal anterior posterior articulation on medial lateral rotation of femoral component and fatigue. H6: evaluation codes: articular surface exihibits fracture damage of spine with deformation to medical bearing surface and damage to superior surface on posterior and medial sides of medial bearing surface. Acanning electron microscope examination showed striations indicating fracture observed by fatigue. Third body wear particles were observed. Energy dispersive spectroscopy analysis of insert materail showed a carbon (c) peak in spectrum typical of uhmwpe. Device history records are intact, conforming and indicate manufacture to specification.